Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted, since the left ventricular (lv) and right ventricular (rv) leads exhibited high pacing thresholds, which was potentially caused by twiddler's syndrome. The crt-d was explanted. No additional adverse patient effects were reported.